Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge detection notifications on multiple occasions during the load process. Reportedly, customer received this notification before being prompted to remove the old cartridge and to install a new one. Contact stated customer's blood glucose levels were not impacted and customer was able to reload the cartridges successfully onto the pump.